Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Additional medwatch submitted 0001526350-2023-00550-1. Review of the most recent repair record determined the device was not cutting properly; the device was out of calibration at the 0 reading - worn and damage components. The motor, machined head, control bar, thickness control shaft, eccentric shaft, bearings, screws, and various other parts were replaced and resolved the reported issue. The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available as lot number is unknown. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during surgery the device was not cutting the full width of the graft site. A larger graft had to be taken. There was harm to the patient as an unplanned additional graft had to be taken. An unknown amount of delay was reported. Due diligence is complete and the reporter stated that no additional information is available.